Manufacturer narrative:
Result- a review of the device history record revealed no abnormalities during the manufacture of the potential reported lot numbers 4237576, 4237578 and 4328661. The certificate of sterility showed that these batch numbers passed the sterilization process. The packaging process was reviewed and no additional potential cause of failure was found. Three used samples from catalog 383329 (lot numbers unknown) were returned for evaluation. It is unknown which of these samples was specifically involved in this incident. The evaluation for each device is as follows: 1) one used sample was received. Only the catheter with the extension tubing was received. The sample was inspected visually and no defect related to the failure mode reported was found. An absolute root cause for this incident related to this device cannot be determined. 2) one used sample was received. Only the catheter with the extension tubing was received. The sample was inspected visually and no damage or foreign matter that would contribute to this defect was reported. An absolute root cause for this incident related to this device cannot be determined. 3) one used sample was received. Only the catheter with the extension tubing was received. The sample was inspected visually and no damage or foreign matter that would contribute to this defect was reported. An absolute root cause for this incident related to this device cannot be determined. Conclusions - an absolute root cause for this incident cannot be determined.

Manufacturer narrative:
The lot number for this incident is unknown. Possible lot numbers: 4237576, 4237578 and 4328661. As the lot number is unknown, the device expiration date is unknown. As the lot number is unknown, the device manufacture date is unknown. A sample has been received for evaluation but the evaluation has not yet been performed. A supplemental report will be filed upon completion of the investigation.

Event description:
It was reported that the patient was receiving a daily infusion of 500ml of nacl over 12 hours. On (B)(6) 2015, the nurses reported persistent induration at the infusion site of the right thigh. An evacuation puncture was performed and the site tested positive for proteus mirabilis. The patient was hospitalized, antibiotics given, and a redon drain was placed. The patient returned to the facility on (B)(6) 2015 following drain removal. On (B)(6) 2015, another device was placed to the right thigh for subcutaneous infusion and on (B)(6) 2015 redness appeared to the puncture site. The catheter was removed and sent to bd for analysis.